Event description:
One day post-implant, the rv pacing thresholds increased. The rv lead was repositioned. All measures were good.

Event description:
At a follow-up visit in 2008, the patient reported having chest pain about three weeks post implant. The patient did not report the pain to anyone until the same day visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.